Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cutter device could not be secured into the lock/pawl mechanism. It was further determined that the pawls were melted and that the bearing at the end of the drive shaft was stuck which was indicative of the locking assembly opened while the pressure was still applied to the foot pedal used to power the motor (powerbroken). It was determined that the cause of the device being power broken was failure to follow the directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device would not lock the cutter device. During in-house engineering evaluation, it was observed that the cutter device could not be secured into the lock/pawl mechanism. It was further determined that the pawls were melted and that the bearing at the end of the drive shaft was stuck which was indicative of the locking assembly opened while the pressure was still applied to the foot pedal used to power the motor (powerbroken). The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.